Event description:
The customer states due to continual hi and high results, she called the emts. The customer states she had back to back readings of 534 mg/dl using her meter and 235 mg/dl on the emt's meter. The customer was not treated by the emts or taken to the hospital based on these results. The customer states she does not make adjustments to her lantus insulin dosage based upon blood glucose readings. Return requested and replacedment was sent.